Event description:
It was reported that a patient underwent 3 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a fourth revision approximately 1 month later due to dislocation. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00526.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. 105425 ¿ ringloc locking ring ¿ 332590. 11-107424 ¿ freedom liner ¿ 758220. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent 3 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a fourth revision approximately 1 month later due to unknown reasons. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code mechanical (g04) ¿ head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.